Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not recognize the defibrillation paddles. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not recognize the defibrillation paddles. As a result, defibrillation therapy may have been unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. It was observed that the therapy connector had more side/side and up/down movement than normal. The therapy connector was replaced as a precaution and other unrelated repairs completed. Proper device operation was observed through functional and performance testing and the device was returned to customer for use.the cause of the reported issue could not be determined.